Event description:
Internal evaluation has revealed a potential issue with the specific absorption rate (sar) levels associated with scanning small patients. Software models used to predict sar levels during the scan prescription process and the measured sar levels during scanning could potentially result in misreporting of sar levels for patient.

Manufacturer narrative:
No specific events associated with this issue have been reported from customer sites. An investigation for this issue is ongoing.